Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that combiset transducers flooded when treatment started, both transducers had to be replaced. In a follow up, the nurse verified the event and said there was no harm, intervention or adverse event for the patient. There was no blood loss. The arterial and venous transducers were replaced and treatment was completed. The combiset was discarded. No patient data available.